Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical service department on (B)(6) 2024 that a supply bag lines are blocked message occurred in dwell 4 of 4. Patient stated that they see fluid leaking on the floor, but unable to locate where its leaking from. The patient was connected during the incident. Fluid was not discovered in the pump module area; however, fluid was discovered on the external of the cassette, and fluid leaked from supply bag sb) (unknown area); there were alarms/warnings after the leak. The supply bag lines are blocked message occurred after the fluid leak. Upon follow-up conducted on (B)(6) 2024 the peritoneal dialysis registered nurse (pdrn) advised that they were not aware of the reported event. The pdrn confirmed the patient has not reported the development of any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. Additional follow-up was conducted with the patient on (B)(6) 2024. The patient stated that during their pd treatment on (B)(6) 2024 during dwell 4 of 4 the liberty cycler started to alarm with a supply bag line blocked message. Per patient after the troubleshooting with the technical support and further inspection they realized that their phone was caught somewhat underneath the cycler and in between the second supply bag line to the heater bag. Per patient that was what caused the cycler alarm (supply bag lines are blocked). The patient stated that they did see some fluid on the floor but were not able to determine the source or where exactly the fluid was coming from. The patient confirmed that there was no fluid coming from the supply bag or the heater bag itself since they had inspected them prior and after the alarm. The patient also confirmed that there was no fluid inside the cycler or external of the cassette. Per patient they don¿t recall mentioning it to technical support during the troubleshooting. The patient confirmed that they did a stat drain during the event and completed their last cycle via manual exchanges. The patient stated that there was no physical damage to the solution bag prior and confirmed that there were no known delivery issues or damage to the delivery box the solutions were delivered in, or physical damage to the solution bag itself. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The supply samples are not available to be returned to the manufacturer for physical evaluation. The patient has resumed and has been continuing his pd treatment on the cycler since then with no further issues. The required information the been obtained; therefore, no further follow-up is required at this time. Should additional information become available, the file will be reassessed and updated accordingly.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical service department on (B)(6) 2024 that a supply bag lines are blocked message occurred in dwell 4 of 4. Patient stated that they see fluid leaking on the floor, but unable to locate where its leaking from. The patient was connected during the incident. Fluid was not discovered in the pump module area; however, fluid was discovered on the external of the cassette, and fluid leaked from supply bag sb) (unknown area); there were alarms/warnings after the leak. The supply bag lines are blocked message occurred after the fluid leak. Upon follow-up conducted on (B)(6) 2024 the peritoneal dialysis registered nurse (pdrn) advised that they were not aware of the reported event. The pdrn confirmed the patient has not reported the development of any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. Additional follow-up was conducted with the patient on (B)(6) 2024. The patient stated that during their pd treatment on (B)(6) 2024 during dwell 4 of 4 the liberty cycler started to alarm with a supply bag line blocked message. Per patient after the troubleshooting with the technical support and further inspection they realized that their phone was caught somewhat underneath the cycler and in between the second supply bag line to the heater bag. Per patient that was what caused the cycler alarm (supply bag lines are blocked). The patient stated that they did see some fluid on the floor but were not able to determine the source or where exactly the fluid was coming from. The patient confirmed that there was no fluid coming from the supply bag or the heater bag itself since they had inspected them prior and after the alarm. The patient also confirmed that there was no fluid inside the cycler or external of the cassette. Per patient they don¿t recall mentioning it to technical support during the troubleshooting. The patient confirmed that they did a stat drain during the event and completed their last cycle via manual exchanges. The patient stated that there was no physical damage to the solution bag prior and confirmed that there were no known delivery issues or damage to the delivery box the solutions were delivered in, or physical damage to the solution bag itself. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The supply samples are not available to be returned to the manufacturer for physical evaluation. The patient has resumed and has been continuing his pd treatment on the cycler since then with no further issues. The required information the been obtained; therefore, no further follow-up is required at this time. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.